Manufacturer narrative:
Additional patient and device specific information is being requested. A review of the patient's x-rays has confirmed the aseptic loosening. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient is reported to have aseptic loosening and pain. The surgeon has ordered a custom distal femur implant. The revision procedure has not yet been scheduled.